Event description:
A consumer reports having fuzzy vision at arms length and worse intermediate and distant vision following intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product has not been received for eval. Product history records could not be reviewed because the rptr did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. At the consumer's request, the surgeon was not contacted. (B)(4).